Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was discovered that the f11/f12 power line fuses had blown, which directly caused the reported issue. The fuses were replaced and the issue was resolved. The blown fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power up. It was reported that the mobile view station (mvs) screen did not display anything and the line power indicator was not illuminated. This was discovered outside of any patient involvement. No additional details were provided.